Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that three to six weeks post rezum water vapor therapy procedure, the patient began to feel pretty well. However slowly after, the patient began to regress back to where he was prior to the procedure. The patient would experience frequent bouts of inflammation and could not get full relief. Also, at time the patient experienced brinks of retention and was able to urinate little at a time. The patient was scoped approximately 4 months post the water vapor therapy. The urologist found that the upper and middle prostate regions where opened, but there was still obstruction in the lower region. The urologist seemed to think the obstruction can be retreated, but the patient is not sure what to do as he is not eager to risk another potentially unsuccessful attempt.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of urinary retention and inflammation are known risks associated with use of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that three to six weeks post rezum water vapor therapy procedure, the patient began to feel pretty well. However slowly after, the patient began to regress back to where he was prior to the procedure. The patient would experience frequent bouts of inflammation and could not get full relief. Also, at time the patient experienced brinks of retention and was able to urinate little at a time. The patient was scoped approximately 4 months post the water vapor therapy. The urologist found that the upper and middle prostate regions where opened, but there was still obstruction in the lower region. The urologist seemed to think the obstruction can be retreated, but the patient is not sure what to do as he is not eager to risk another potentially unsuccessful attempt.